Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing using test ECG accessories and the returned multifunction cable on simulator without duplicating the report. The logs were cleared on 6/13 and were unavailable for investigation. Without the ECG cables being returned or the logs, the issue cannot be further investigated. The device was recertified and returned to the customer. There are a number of reasons that can cause no ECG signal that exist outside of a device malfunction that include, but are not limited to: poor coupling of the ECG cable/mfc to the electrodes/device, poor coupling of the electrodes/pads to the patient, or an issue with the ECG/mfc cables themselves. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year-old male patient, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.